Event description:
Leaking of clave port reported. A nurse was administering an unspecified dose of morphine to a post-operative pt. After the nurse removed the syringe from the port, the port remained in the accessed position and allowed IV fluid to leak out. No bleedback occurred as the medication had been administered via the upper port on the tubing. No pt harm reported. Tubing changed to solve the problem. Additional pt info requested, but no further info was available.